Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 18.0 pre-loaded injector on (B)(6) 2015. Prior to delivery in to the eye, the plunger of the device overrode the lens and it became blocked. There was no patient contact.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Plunger overrode lens. Device evaluated by the manufacturer? No: device was not returned. Method: work order search. Results - a device work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).